Event description:
The customer contacted stryker to report that they were using the device on a patient and the patient had multiple liver lacerations which required a massive transfusion.

Manufacturer narrative:
Corrected data: section b1 adverse event/product problem of the initial medwatch report indicates: adverse event and product problem section b1 adverse event/product problem of the initial medwatch report should have indicated: adverse event additional information: stryker performed a clinical review of the reported event and determined that the device use may have contributed to the outcome of the patient. Injuries to the liver occur with both manual and mechanical CPR. It is likely that the liver injury was caused by compressions from the device in this case. The device was not returned to stryker for evaluation. The cause of the reported issue could not be determined.

Manufacturer narrative:
The customer provided stryker with all the available patient information. Patient fields in which information was not provided were intentionally left blank. Stryker continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted stryker to report that they were using the device on a patient and the patient had multiple liver lacerations which required a massive transfusion.